Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a decrease in battery voltage was observed. Review of session records revealed that the device had a normal battery depletion curve. Device remained implanted. It was later reported the patient expired in (B)(6) 2014. No clinical symptoms or observations were noted prior to the patients death.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.